Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, the humidifier had a burning odor and the humidifier plate was extremely hot and discontinued use. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation, the humidifier had a burning odor and the humidifier plate was extremely hot and discontinued use. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.